Event description:
It was reported that cq2015a three piece collamer lens tore as it was being inserted into the eye. The surgeon cut the lens and removed it without any patient injury. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Result: visual inspection of the returned lens was returned in liquid and half of the lens was torn off and missing. (B)(4).